Manufacturer narrative:
An event of stroke/cva was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported stroke could not be determined. The reported minor injury/illness/impairment was the resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was implanted using a small flexnav delivery system in a patient with no past medical history of stroke. The patient's valsalva diameter was n 28.5/r 28.9/l 28.5mm. Post-implant on the same day, the patient experienced a stroke. The patient is able to walk but has some difficulty speaking. No other patient effects were reported. The navitor valve remains implanted in good position and the user does not allege a malfunction with the navitor valve. The patient's condition was reported as stable.